Event description:
Related manufacturer reference number: 2017865-2022-21822. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was discovered the atrial lead was oversensing noise triggering inappropriate mode switches and the left ventricular lead exhibited a failure to capture caused by dislodgement. The atrial and left ventricular leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. A partial lead was returned in three pieces for analysis. Electrical and visual analysis were normal with no anomalies found.